Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother called to report that the customer was in the emergency room with a high blood glucose reading of 326 mg/dl. The mother stated that the insulin pump had given a no delivery alarm during a bolus delivery. Troubleshooting was performed, and the insulin pump continued to alarm with no delivery. The mother did not have another infusion set with her, and she felt uncomfortable with the insulin pump. The mother requested a replacement. Nothing further was reported.